Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/28/2020. Additional h6 component code: g07002 ¿ conforming device. Additional h3 investigation summary: it was received for evaluation an empty opened box and an unopened sample of product code v1059h, lot qhbdjpq0. During the visual inspection of the sample, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. The device performed without any difficulties noted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.(B)(4). Date sent to the FDA: 12/28/2020.

Manufacturer narrative:
Pc (B)(4). A manufacturing record evaluation was performed for the finished device batch number v1059h; qhbdjpq0, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2020 and a suture was used. During the procedure, the needle loosened from the thread. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.